Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula on (B)(6) 2026, which was treated with a bolus and correction injection. The infusion set had been in use for twelve hours and was inserted in the abdomen.

Manufacturer narrative:
MDR (B)(4) / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.